Manufacturer narrative:
H.3) one optima unit was rec'd into the cv qe lab on december 17, 1997 for eval. This unit was rec'd in a box with several other units questionable ID. The visual inspection revealed the serial number was illegible and the bar code was missing. The heat exchanger was carefully removed and the bar code on the heat exchanger was also illegible. Due to difficulties with ID, an eval of the product was not conducted at the time of its receipt. A subsequent examination of the unit revealed that fluid readily escaped from the gas outlet vent hole. The arterial end cap was carefully cut open to identify the leak site. The unit was then pressurized with "di" water and a leak was noted coming from a crack in the blood inlet manifold of the core. There is an interference fit between the core and the venous inlet cap, and residual stress, on rare occasions, can build up at this joint. Engineering has made a change to the device that will help to relieve this stress by adding o-ring seals to the cap and core interface. This change was put into production in november of 1997. The device related to this reported incident was mfg in may of 1997.

Event description:
Blood noticed flowing out of scavenge port of the oxygenator after 82 minutes on by-pass. Approx 1000 mls were lost. The oxygenator was changed out and two units of packed cells were given. There were no further complications after the change out and the case was then completed without incident. The pt has fully recovered.